Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 90 to 140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 202 and 197mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 05/23/2018 and open vial date is august 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating that the meter is reading erratic and high. Customer states that he is more concern that the results are high and that is why he is testing back to back. Customer is on insulin and he needs to be sure what the results are.